Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the touchscreen of the cardiosave froze and would not respond to any input. When the intra-aortic balloon pump (iabp) was turned off and back on it would work. It is not known under what circumstances the event occurred. No patient involvement was reported. No adverse event was reported.

Manufacturer narrative:
08/28/2017 02:38 pm (gmt-4:00) added by (B)(4) (pid-(B)(4)): a getinge field service engineer (fse) evaluated the iabp and reported no problems were found during the evaluation of the iabp and did not find anything in the alarm logs. Pumped on a balloon for a while with no issues. Touchscreen calibration worked multiple times with no issues. Fse came in at a later date to reload software. Customer was going to try to obtain a balloon to pump for a long duration, but was unable to obtain a test balloon. Fse reloaded software and pumped on a balloon catheter, machine passed all functional and safety tests. Returned to the customer for clinical use.

Event description:
The customer reported that the touchscreen of the cardiosave froze and would not respond to any input. When the intra-aortic balloon pump (iabp) was turned off and back on it would work. It is not known under what circumstances the event occurred. No patient involvement was reported. No adverse event was reported.